Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had crack in case and insulin pump screen was barely readable anymore. Customer's current blood glucose was not given. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments or partial display noted. Device received with cracked lcd window. (B)(4).